Event description:
It was reported that a tube was found to be dirty on the cassette. The caller stated it was observed when the over-pouch was opened before use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.